Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 7 with event log 129 with reason/ext error code 46 and sensor state 8 with event log 138 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Extended investigation has been performed on the returned puck and no abnormalities or signs of misuse were observed. Performed leak testing on the returned puck and the puck was confirmed to have a leak path near the sensor neck area. This leak path allows liquid ingress to the pcba (printed circuit board assembly). Liquid ingress is capable of causing a temporary loss of power that causes a brownout event. It was determined that the returned puck experienced a brownout due to liquid ingress. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced trembling, nausea, sweating and slow thinking and requiring third-party administration of food and juice for treatment there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced trembling, nausea, sweating and slow thinking and requiring third-party administration of food and juice for treatment there was no report of death or permanent impairment associated with this event.